Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2023, the battery impedance was 0.72 ko, and no abnormality was found in the battery curve. The next follow-up is scheduled on (B)(6) 2023.